Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was hospitalized on (B)(6) 2012 with dka and elevated blood glucose levels. The patient's blood glucose was reported high on the meter on (B)(6). The patient was reportedly up all night the day prior and went to bed at 10am. The reporter denies nausea/vomiting and shortness of breath. The patient reportedly took a correction and went back to bed but one hour later their blood glucose level was high. The patient was taken to the emergency room with a blood glucose level of 480mg/dl. The patient was put on injections in the hospital. The patient denies changes to diet, exercise, and medications. The pump settings were reviewed and found to be correct. The pump history was reviewed with the patient. On (B)(6), the bolus dose was found to be 32.32 units. The total basal dose adds up to 38.4 units. The patient noted that they had the pump off for several hours with a site change on (B)(6). The pump history for (B)(6) indicated no basal delivery. No indication was given as to why the basal delivery was 0 units on (B)(6). The patient indicated that they change out their infusion site every 3-4 days. The user guide instructs the patient to change the site every 2-3 days. This report is being made based on the allegation that the patient was hospitalized for dka and high blood glucose levels while on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history revealed that the pump returned to default time and date following a power on reset. The battery compartment was cracked. Moisture damage was visible in the display. A 29-hour flow accuracy test was performed. The pump passed the flow accuracy test and was found to be delivering within the required specifications. After setting the date and time on pump, the battery was removed. The pump was left without power for 1 hour. When the pump was powered on it had returned to the default time and date. The keypad was torn over the up arrow button. The contrast button responded to presses intermittently. All other buttons responded to presses appropriately. The keypad was removed and adhesive was found under the button contacts. The pump was opened and the internal battery (bt1) was found to be leaking. Moisture damage was found inside the pump.